Event description:
It was reported that the patient experienced ineffective therapy on left lead and uncomfortable stimulation on right lead. X-ray imaging revealed migration of left lead. As a result, surgical intervention was undertaken on (b)(6)2026 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.